Event description:
As reported by the edwards field representative, the patient experienced a vascular injury requiring the placement of three stents in the iliofemoral system. During the procedure, all of the dilators advanced without incident. However, there was a notable "pop" as the physician inserted and advanced the sheath. The physician thought he just passed through a transition area that was narrow. The sapien valve was then implanted without incident. As the sheath was being removed, the patient's pressure dropped to approximately 30 mmhg. An angiogram of the vessels was performed, which revealed an impressive vascular injury. The vascular surgeon placed 3 stents in the iliofemoral system (2-8x5 viobahns and 1-10x5 viobahn). The decision was made not to reverse the heparin, and the patient was sent to the intensive care unit. About an hour after the procedure, the patient's blood pressure dropped into the 50's. She had been given a bolus of lasix, so this was thought to be the potential cause. However, she was continuing to produce a fair amount of blood in her jackson pratt drain. The nurse in the unit held pressure over her groin, then gave fluids and 2 packs of ffp. The patient's blood pressure stabilized. The physician's plan was to watch the patient for a while and see if she remained stable. They would consider taking her back to the cath lab for a repeat angiogram of the iliofemoral system if she continued to become hypotensive. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the location of the dissection was 6.4 mm. The vessel was described as mildly calcified and non tortuous. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
The sheath is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The physicians training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr esheath is 7.0 mm. In this case, the access vessel's minimum luminal diameter was 6.4 mm. The root cause for the reported dissection cannot be confirmed; however, it is likely that the inadequate size of the vessel contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.